Event description:
The user rec'd a discrepant calcium result for one pt sample. The initial result was 10.9 mg per dl. The result was questioned by the physician and sample was repeated on the same p2 module on (B) (6) 2009 and generated a result of 8.7 mg per dl. The user stated it is unk if the pt was adversely affected.

Manufacturer narrative:
The field service rep determined there was contamination in the sample line and there were deteriorating seals in the pipettes. He rebuilt the pipettes and flushed the sample line. To verify the analyzer performance, the user ran quality control with all results within specs.